Manufacturer narrative:
The fse found loose connection on the tubing at the quick disconnect which caused the diluent to de-gas and caused the high backgrounds. The fse reattached and tighten the tubing to resolve the issue. (B)(4).

Event description:
The customer stated platelet count (plt) values did not pass daily checks on the unicel dxh 800 coulter cellular analysis system. There were no reports of injuries, erroneous results or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.